Manufacturer narrative:
H3:  one cadd legacy plus pump was received damaged with cracked housing and bleeding lcd. There was no evidence of the reported issue in the event history log. The reported issue regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump supports the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be trimmed to bring the pump's delivery into more nominal of a range. The reported issue was not confirmed and the expulsor was trimmed as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd® cadd-legacy® plus pump had infused quicker than programmed. It was reported that the ordered infusion was 100mls every 46 hours (2.2mls/hr). The start of infusion occurred at 14:05 but ended at 06:50 instead of 12:05; with a cassette reservoir volume of 10.4mls. There were no reported adverse patient effects.